Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. A defibrillation threshold (dft) test was not recommended in this case. This rv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedances out of range. A defibrillation threshold (dft) test was not recommended in this case. This rv lead remains in service. No adverse patient effects were reported.